Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal episode. A remote interrogation was performed which found that there was no signal coming from the right atrial (ra) lead. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was still programmed to pace and sense in both the ventricle and atrium. Boston scientific technical services (ts) discussed programming options. At this time the reason that there was non detection on the atrial channel remains unknown. The ra lead and crt-d remain in service and no additional adverse patient effects were reported.